Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a motor vehicle accident (mva) that caused trauma to the pump pocket. This led to an inflammation and eventually a bacteremia infection. The onset/diagnosis of the infection was on (B)(6) 2014. The pump and catheter functioned normally and prior to the accident the patient got excellent relief. There were no alleged product issues. The patient was carrying a concealed weapon on his belt at the time of the accident. That weapon, a hand gun, cut into the incision and caused the pocket to tear. There was swelling and irritation that proliferated into a staphylococcal infection as revealed from cultures taken from the device pocket. The pump logs were checked. The patient had x-rays and a magnetic resonance imaging (MRI). A device pocket seroma was also reported. The pump and catheter were explanted and disposed by the hospital and will not be returned. The patient required antibiotic treatment including intravenous (IV) vancomycin. At the time of the report the patient was alive with injury. It was unknown if this issue was resolved. However, the patient was still in the hospital due to completely unrelated kidney function issues. When the patient was brought to the hospital after the accident, a computed tomography (CT) scan with IV dye was performed to which the dye caused kidney function issues. The representative verified that this was not a pre-existing condition and the physician stated it was not related to the drug that was being delivered but had verified the decreased kidney function was due to the dye injected for the CT. This CT occurred after the accident but prior to the system being removed. Once the patient fully recovered from the accident and the infection, the system was to be replaced. The pump delivered morphine. The patient¿s outcome and specific cause of hospitalization remains unknown. Further follow-up was conducted to obtain this information. Should additional information be received a follow up report will be sent.

Event description:
It was later reported that the patient¿s initial hospitalization was due to both the car accident and the pump, as the pump was immediately sore and inflamed following the trauma. The reporter did not remember the date of this hospitalization, but thought that it was (B)(6) 2014. Shortly after the pump explant, the patient called a manufacturer representative asking when a new pump could be explanted. At the time of this report, the patient was working with his doctor regarding this.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).